Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The device is a part of the shortened replacement window ((B)(4) 2007) advisory.

Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) reported hearing tones. Subsequent information indicated that the device had declared a battery status of elective replacement indicator (eri). The device was explanted and has been returned for analysis. No adverse patient effects were reported.